Event description:
Customer reported that her husband is taken her to the emergency room because she had high blood glucose. Customer blood glucose reading was 590 mg/dl. Customer stated that she was throwing up and has never been this sick. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.